Event description:
It was reported the pt stopped feeling a stimulation sensation the previous week. There was no known accident or incident related to the stopped stimulation. Prior to this, the pt programmer was lost, but it was not thought the ins was turned off. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).